Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/27/2014 that a customer had an issue with a dialysis catheter. The customer states that there was a catheter crack below the hub. The catheter was inserted (B)(6) 2012; removed (B)(6) 2014 and replaced with another catheter. Pt was subjected to two lines, had to have a temporary femoral line as no doctor was available to do a tunnel line insertion; did not receive that until the next day. No pt injury or ill effect. The cleansing agent was chg/alcohol.

Manufacturer narrative:
.

Event description:
The returned product sample consisted of one palindrome 23/40 sport w/slot catheter. Visual inspection revealed a hole on the catheter below the hub. During underwater test (functional test), a significant quantity of bubbles were detected coming out below the hub when blowing air through both lumens. All the possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has been confirmed. Based on the available information, the probable root cause can be considered as misuse, since the device was clearly damaged during use. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.